Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon is attributed to heating, deterioration, or overcurrent at the inner circuit board. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared during the preparation for the procedure. The user cycled the power of the video system center, but the endoscopic image was still not displayed. The user also confirmed that this phenomenon did not occur in another endoscope (ltf-s190-5). The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.